Manufacturer narrative:
Patient height 6 ft. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) of ankle and hardware removal due to non-union. The patient was originally implanted with locking compression plate and locking screws on an unknown date. The patient was non-compliant to post-operative instruction causing a non-union and removal of hardware. Medical intervention required the removal of hardware and re-instrumenting. The procedure was completed. Patient outcome is unknown. This is report 3 of 3 for (B)(4).